Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported tidal volumes are not accurate, however unit passes(extended self-test) est. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. Additional information was received that the ventilator was not being used on a patient at the time the problem was discovered. The customer reported that the ventilator kept cycling breaths without delivering tidal volume. The customer performed est (extended self test) and the ventilator failed with the "exhalation valve test failure" diagnostic code. The customer reported that replacing the bacteria filter, heated filter, and the patient circuit resolved the problem. The ventilator successfully passed est and performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.